Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on patient samples. The customer stated a physician questioned the ise results on a patient, and the customer repeated 5 critical low results from (B)(6) 2014, which all repeated higher. The customer provided data for two samples, both of which had erroneous results that were reported outside of the laboratory. The customer indicated they are having intermittent issues with low ise results, and that it is ongoing. All results are in mmol/l. On (B)(6) 2014, patient 1 had an initial na result of 118. The sample was repeated and generated a result of 118, accompanied by a data flag, which was reported outside of the laboratory. The sample was repeated on (B)(6) 2014 and generated a result of 125. The customer deemed the repeat result to be the correct result. There was no adverse event. On (B)(6) 2014, patient 2 had an initial na result of 113. The sample was repeated and generated a result of 113, accompanied by a data flag, which was reported outside of the laboratory. The sample was repeated on (B)(6) 2014 and generated a repeat result of 119. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number of the na electrode in use was x49, with an expiration date of 08/31/2014. The field service representative could not determine a cause. He decontaminated the ise flow path, and replaced all electrodes and tubings. He conditioned the electrodes and the tubing. He calibrated the ises and performed a precision check, which was within specification.

Manufacturer narrative:
The investigation results were provided to the customer, who agreed with the findings. The customer indicated they had found that they were not keeping the chimneys on the internal standard bottle.

Manufacturer narrative:
The data provided by the customer was evaluated. The questionable results were run on the calibration from (B)(6) 2014. The calibration data indicated there was a problem with the handling of the ise calibration standards on (B)(6) 2014. A calibration with concentrated standards caused the results to be low. The service actions were preventative actions.

Manufacturer narrative:
The customer provided additional information which indicated that patient 2 was a 62 year old male. It was also determined that the repeat na result of 119 mmol/l was accompanied by a data flag. It was also determined that the repeat na result for patient 1 of 125 mmol/l was accompanied by a data flag.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.